Event description:
The affiliate reported a customer who allegedly was burned when taking out a sterile load from the sterrad unit. The customer was seen in the emergency department. No medical treatment was required. Sterile water was applied to the irritated skin. The vaporizer plate was in place.

Manufacturer narrative:
Other, h2o2 contact.